Manufacturer narrative:
This supplemental report is to inform that upon further review, this was found to be a duplicate of an event already reported in manufacturer report number 9610595-2024-22296 (patient identifier (B)(6) ). Refer to this file for supplemental information related to this event.

Event description:
It was reported that the videoscope exhibited error code b31 when turned on. This occurred during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.